Event description:
It was reported that a device was used during a low anterior resection. The device stapled but did not cut the tissue. Another device was used to complete the case. There were no pt consequences.